Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had vibrate anomaly. The customer's blood glucose level was 135 mg/dl. The customer reported that the insulin pump stopped vibrating. The customer reported that they performed self test and it passed but when it came to the vibrate portion it did not vibrate. Troubleshooting was assisted. The customer was advised to discontinue the use of insulin pump and revert to back up. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device failed to vibrate during self-test due to vibrator motor connector broken black wire.